Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The pt has a history of peripheral vascular disease. The diameter of the proximal non-aneurysmal aortic neck was 24-25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm. Iliac vessel diameter was reported to be less than 16 mm. No vessel tortuosity or calcification was reported. It was reported that the left iliac artery was dissected during placement of a guidewire. The physician inserted a sheath to cover the dissection during the procedure, and the dissection was repaired by covering it with the iliac stent graft. It was reported that the physician pulled the bifurcated device down approx 1 cm during deployment and caused a type I endoleak in the proximal aorta; therefore, an aortic extender cuff was placed. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.